Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate after loading the cartridge with 120 units. The customer's blood glucose level was not impacted. Reportedly, the customer continued to the use the cartridge.